Event description:
It was reported that on an unknown date, it was discovered that the driving cap could not be threaded into the radiolucent insertion handle. No surgical or patient involvement reported. This report is for (1) driving cap/threaded. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual analysis of the returned sample revealed that the tip of the driving cap/threaded has broken off. No other issues were observed. A dimensional inspection was performed for the driving cap/threaded and met specifications. A functional test was not conducted due to post manufacturing damage. The device was returned broken. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.010.523. Lot: 26p7594. Manufacturing site: bettlach. Release to warehouse date: (B)(6) 2020. Expiry date: 28 february 2040. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.